Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event . Device service required prompt.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 500p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the dispatch of the sam 500p from heartsine technologies, belfast on the (B)(6) 2016. The history log for this device showed that the pad-pak was first installed on the (B)(6) 2017. On visual inspection, the membrane tail was found to have been incorrectly installed. This resulted in the pins within the connector not correctly aligning with the membrane tail tracks. Heartsine records indicate the device had performed to specification throughout testing on the (B)(6) 2016, this would indicate the fault is of an intermittent nature and the membrane tail had made sufficient contact with the pins at that time. The user would have been alerted by the warning, device service required' prompt. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in section h8 of this report.